Event description:
The customer reported that the heartstart xlhad intermittent ECG waveform acquisition. There is no indication of negative patient impact.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.